Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis - this described failure is being addressed by quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. As an interim solution, integra can replace components of the mlx lighting units to restore functionality. Root cause analysis - an internal quality plan was opened by integra-tullamore to address the root cause and corrective actions for the described issue of power supply failure.

Event description:
It was reported that the mlx 300w xenon lightsource (00mlx) does not turn on. It kept blowing out fuses. It is unknown under what circumstance this event occurred; however, no patient injury, death or surgical delay has been reported.